Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the entire system was explanted due to pocket irritation and possible infection. The indications for use were spinal pain and post lumbar laminectomy syndrome. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.